Manufacturer narrative:
This is one event (cardiovascular) of third events reported for the same patient involving two separate products: associated mdrs # 1225714-2013-00814, 1225714-2013-00815, 1225714-2013-00817, 1225714-2013-00818, 1225714-2013-00819.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.